Event description:
The patient stated that their stomach felt like it was being hit with a jack hammer 3 times in a row (and that this sensation happened multiple times). The patient also said that they experienced vibrations that felt like pregnancy kicks. The patient's enterra therapy system has been turned off until the repair is completed, leaving them with increased nausea and stomach pain. The patient had surgery friday, on (B)(6) 2024, to repair the stimulator. The whole thing was replaced. This is her 5th stimulator. The stimulator has been very successful. Her first implant was (B)(6) 2009. Patient said it had been a rough week but she is recovering.